Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery had an early life failure. There was no patient involvement. Reported problem could not be verified in lab - the battery, received without any charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally.

Event description:
It was reported to philips that the device's battery had an early life failure. There was no patient involvement.